Event description:
It was reported that during intra-aortic balloon (iab) therapy the waveform disappeared. The console was swapped out with a different one. The arterial pressure waveform was displayed, but disappeared again after a while. The console was inspected, but no abnormalities were found. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The stopcock was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 73.7cm from the iab tip. Two more catheter tubing kinks were observed at 72.9cm, 71.9cm & 67.8cm from the iab tip. Lastly, two inner lumen kinks were also observed within the membrane at approximately 15.2cm and 16.3cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we were unable to determine how this failure may have occurred and has been escalated to the respective supplier in order to determine a root cause. The evaluation confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).